Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The local field representative (fr) discussed trouble shooting ideas with technical services (ts). An attempt for additional information has been made. No adverse patient effects were reported.

Event description:
--

Event description:
Subsequent information indicates that the physician has scheduled the patient for a device change out. The device is to be returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted due to a product performance issue. The device has been returned for analysis.

Manufacturer narrative:
As of today, available information indicates that this device remains in service. No additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. External visual inspection noted no anomalies. Upon interrogation, the device had no telemetry. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the components within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.